Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant product: 6940 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the device reached early battery depletion in less than five years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.